Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. An x-ray was obtained with this complaint. The root cause of pain cannot be determined based on this x-ray alone. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update recv'd 09/13/2012 - patient's operative records were received. There is no new information that would change the existing MDR decision. This complaint was updated 01/22/2014 doi: (B)(6) 2011, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were provided and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Ppf reported the liner was removed. Pfs alleges severe back pain, spasms and lack of movement. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Revision note stated, there was some hypertrophic synovial tissue and some of the fluid had a brownish color to it. The liner and femoral head was removed and there was a small discolored area to the dome of the femoral head. The surgeon noted some very faint scratching of the inner surface of the acetabular liner. The cup was inspected and saw no evidence of loosening.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.